Event description:
A dialysis facility nurse reported a blood leak occurred at the interface of a fistula needle and the blood tubing during a treatment on a meridian haemodialysis machine. It was reported that 2.5 hours into a 3-hour treatment, blood was observed to be leaking at the blodline/needle interface at both the arterial and venous connections and there was a pool of blood on the floor. It was not be determined how long the blood had een leaking. Estimated blood loss was reported as 250cc. It was reported that there was no machine alarm. The patient was administered 200 ml of normal saline and patient blood samples were taken. The patient was recannulated and treatment was resumed with new bloodlines and completed without incident.